Manufacturer narrative:
Pump received with blank display due to moisture damage electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Failure analysis was unable to perform the displacement test, verify unexpected restart alarm, or verify unresponsive buttons/keypad due to blank display. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and... (B)(4).

Event description:
The mother reported via phone call that the insulin pump was exposed to moisture. The mother stated an unexpected restart alarm occurred after the moisture exposure. Customer was unable to clear the alarm due to unresponsive buttons. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.